Manufacturer narrative:
This report is being transmitted late due to not having an FDA electronic submission gateway (esg) account. The manufacturer is in the process of obtaining an account. In the meantime, (B)(4) has been contracted to submit on the manufacturer's behalf.

Event description:
The user facility reports that the device jammed and they were unable to turn the device on prior to surgery. The device was originally intended to be used during a peroneal nerve release.